Manufacturer narrative:
Investigation of the reaction monitor shows an unstable reaction. The alarm trace was requested but not provided for the day of the event. The issue is consistent with a handling error as further investigation at the customer's site indicates that someone had altered the measurement limits in the application settings. Per product labeling: "measuring range: 40-2000 mg/l (4 - 200 mg/dl)". The investigation could not identify a product problem.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was acceptable. Provided data show that quality control recovery is not stable. The investigation is ongoing.

Event description:
The initial reporter stated they received randomly questionable results for patient urine samples tested with tpuc3 (total protein urine/csf gen.3) on a cobas c 311 analyzer. The following example was provided by the customer. The sample initially resulted in a value of 0.0 mg/dl. The sample was repeated on a different site and resulted in a value of 12 mg/dl. No questionable result was reported outside of the laboratory. The tpuc3 reagent lot was 626934 with an expiration date of 31-jul-2023.